Manufacturer narrative:
Ventec downloaded the device's electronic records from the event for review and was able to verify the reported issue; however, ventec was unable to duplicate the issue. The cause of the reported issue could not be determined.

Event description:
It was reported that a device displayed system faults 10 and 11, then went into a constant power cycle loop during the event. There was no patient harm reported.